Event description:
It was reported that prior to an upgrade, increase in rv pacing lead impedance was observed. The physician chose to cap and replaced the lead. Patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).